Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was exhibiting pacing pauses. It was reported that the ICD may be oversensing intermittently or exhibiting a loss of capture.